Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized for a hypoglycemic event while at rehab. She stated that she had not been using the insulin pump due to the blank display. The blood glucose reading was 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the insulin pump had blank display after he changed the battery. Customer stated that patient is in physical rehabilitation for an amputation and noticed that there was little condensation under the lcd display and little bit on the bottom by the minimed logo and the by the reservoir compartment. Customer's blood glucose was 195 mg/dl. Customer doesn't want to continue to do troubleshooting due to blank display. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.